Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Event description:
During a procedure, the inserter connector fractured and could not be removed from the screw head. The fractured piece remains in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The inserter was received for evaluation. Visual assessment found that the tip was fractured off, thus confirming the complaint. Dimensional analysis could not be completed due to the fracture. The device history records were reviewed and no discrepancies relevant to the reported event were found. The device is considered to be conforming when it left zimmer biomet control. This device is used for treatment. Complaint history review revealed no additional complaints for this lot. It is unknown when the damage occurred to the device. Without being present when the damage occurred, the root cause can not be determined.